Event description:
This is filed to report leak requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. During insertion of the clip delivery system (cds) into the steerable guide catheter (sgc), air entered the sgc and traveled to the left ventricle. After examination, the physician noted that the stop cock on the cds introducer was open and was subsequently closed. The patient had a drop in blood pressure and was stabilized with catecholamines and aspiration of the air with a pigtail catheter. The patient stabilized in 5-10 minutes and the procedure continued with successful implantation of 2 clips reducing mr to <1. There was no reported clinically significant delay in the procedure or adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. It should be noted that the mitraclip instructions for use (IFU), state: ¿confirm that the stopcock on the clip introducer flush port is closed and that the clip introducer is de-aired; to minimize the potential of air embolism, ensure proper de-airing when inserting the clip introducer into the guide hemostasis valve.¿ in this case, it was reported that the user did not close the stopcock and air entered the steerable guide catheter and traveled to the left ventricle. Based on the information reviewed, the reported leak appears to be related to the reported user error. The reported improper or incorrect procedure or method was due to the user not closing the stopcock and therefore, air entered the steerable guide catheter and traveled to the left ventricle. The reported air embolism resulting in hypotension appears to be related to the procedural circumstances and due to the leak. The reported unexpected medical intervention and required medication were result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.